Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the data control board, uploaded firmware and customer replaced electrodes which resolved the issue. Date of birth:information not provided by customer. Weight:information not provided by customer. Ethnicity:information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) results including sodium (na), potassium (k) and chloride (cl) for one (1) patient with quality control (qc) issues on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.